Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent inaccurate fill estimates. The customer&#38112;blood glucose level was not impacted. Reportedly, the customer would continue to use the pump until replacement pump is received.